Event description:
Reportability changed based on product analysis. It was reported that during a uterine embolization procedure, contrast leakage occurred. The lesion being treated was a uterine fibromyoma. During contrast injection, the physician noted that the contrast was coming out of a mid-point of the renegade microcatheter. The physician removed the microcatheter from the patient, and noticed a cut in the external layers of the catheter. The device was not separated, and was removed as on piece. No patient complications were reported, and the procedure was completed with another of the same devices. Patient status was 'stable'. Product analysis found a catheter break.

Manufacturer narrative:
The catheter was returned and a break was noted 25.7cm from the proximal and 17.5cm of exposed braid was visible. A visual and tactile test was performed on the catheter and several kinks were noted on the catheter shaft at 1.7cm and 12.3cm from the distal end. A 0.0184in mandrel could not be inserted through the hub, due to dried contrast media in the hub. The mandrel could not be inserted through the distal end, due to the presence of dried blood. The catheter was cut distal to the break, and the mandrel was inserted through the distal portion of the catheter. Restriction was experienced as the mandrel was advanced due the presence of dried blood within the shaft. A dimensional inspection was carried out and all dimensions which were measured were found to be within specification. As per device history review, there were no issues identified during these inspections that potentially relate to the complaint. It is probable that the catheter got damaged as it was advanced into the microcatheter or during guide wire manipulation. It is also probable that blood between the microcatheter and guide catheter caused resistance causing the catheter to break when it was removed from the guide catheter. Therefore the root cause is determined to be operational context.